Event description:
Boston scientific has determined that the performance of an electrical component (a low voltage capacitor) in this subset of devices may be compromised over time, causing increased current drain that can lead to premature battery depletion. On (B)(6) 2014, patient was brought into clinic to update the software and the fault code tripped. Patient was pacemaker dependent requiring an urgent generator change.